Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number up (B)(4). The customer thought she tested six times within 4 hours and only used three fingers to perform the six tests. At 9:47 am, the result was 2.2 inr. At 10:55 am, the result was 2.7 inr. At 10:57 am, the result was 1.9 inr. At 11:03 am, the result was 2.8 inr. At 11:17 am, the result was 2.8 inr. At 12:34 pm, the result was 2.6 inr. The therapeutic range is 2.5-3.0 inr